Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. In addition, 20 retention samples were subjected to a draw test for low or no draw. All tubes were within specification. Therefore, bd is unable to duplicate the customers reported defect of underfill through retain testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for underfill based on the photos provided. Retention sample testing was satisfactory. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: on (B)(6) 2023, the patient came to the hospital for examination due to short stature. After the doctor prescribed the inspection items, at 9:02, the laboratory staff used a disposable venous blood sample collector to collect blood from the patient. After the puncture was successful, when the end of the blood collection needle was inserted into the vacuum blood collection tube, it was found that blood rarely flowed into the tube. The test technician judged that it was caused by insufficient negative pressure, so he changed another vacuum blood collection tube of the same batch number to complete the blood collection process without removing the blood collection needle.